Event description:
It was reported that the patient was experiencing mechanical issues with his artificial urinary sphincter (aus) device. The pump was not cycling. The aus device was explanted, and a new aus device was implanted. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.